Manufacturer narrative:
The reporter stated that in addition to the device running hot, the device also an on its own. It was further reported that the device was in use with a burr attachment device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the electric pen drive device failed pre-tests for check function and direction of rotation-gets hot. It was also observed that the device ran by itself when the switch sleeve label was turned from lock to forward or reverse position, there was liquid residue inside the internal sub-assembly¿s components and the motor electronic control unit (ecu) got hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the electronic pen drive device was getting hot during use. According to the reporter, the device seemed to heat up very quickly and could not be held. It was further reported that the event was noticed during a temporomandibular joint clinic where occlusal guards were adjusted outside of the patients' mouths. This event did not occur during surgery. There was no human patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.